Manufacturer narrative:
Continuation of d10: product ID 97755 lot#, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the returned recharger identified a no device found message and noted the device was difficult to interrogate. Analysis also noted the device got hot at the donut end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated they saw a battery needs to be changed message on the controller and have been having trouble charging the implanted neurostimulator for the past couple months. Patient confirmed the controller charges to 100%. Patient stated it takes forever to get the recharger to connect to the implant. Agent had pt inspect for damage - pt reported recharger looks worn where cord and paddle meet. Patient service specialist had pt start a charge session and pt was in passive recharge. Patient reported seeing numbers 48,51 ,53. Pt stated they have to press paddle against skin in order to connect.  The issue was not resolved. An email was sent to the repair department to replace the recharger. Additional information was received from the patient. Patient called back and stated they received a replacement recharger cord, but they're still getting the message to replace the controller battery soon. Patient added that they're having a hard time getting the implant charging process started as well noting that it keeps just spinning and spinning trying to find something. Patient stated the only thing they've never had replaced is the battery pack. Agent had caller examine the controller for damage; caller noted that the second to last connection pin was missing. An email was sent to repair to replace the controller and battery pack per patient's request.